Event description:
Through implant patient registry, it was learned that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 3 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a aortic valve. The patient post procedure status is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned for evaluation, as device was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry, it was learned that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 3 months due to gnr endocarditis, calcification, thickened, and vegetations. The explanted valve was replaced with a 25mm 11500a aortic valve. Per the medical records, the patient presented with endocarditis, and septic emboli approximately one (1) year later (4/22). MRI showed l eft occipital cerebral hemorrhage, right parietal abscess and prior subacute infarcts. Blood cultures were positive for gnr bacteremia, and he completed eight (8) weeks of antibiotics. Blood cultures were negative prior to surgery. The patient underwent a redo avr. The aortic valve had significant vegetations in all the three leaflets. The infected valve was removed and replaced with a 25mm 11500a aortic valve. The valve had excellent seating. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #10, the patient was discharged to rehabilitation institute in stable condition. Pathology of the explanted 25mm 11500a valve shows abundant calcifying vegetations and mucopurulent debris, cusps are thickened and minimally calcific.